Event description:
It was reported a spectrum pump experiences constant downstream occlusion alarms, when no occlusion is present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received the device. Evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.